Manufacturer narrative:
This report is for approximately twenty-four to twenty-five (24-25) unknown ti matrixrib locking screws. The screws were reported to be similar to part 04.503.022.01. Product literature shows that devices may be similar to part 04.501.022.xx; however actual part and lot numbers of all screws are unknown. Without a valid part and lot number, UDI is not available. Approximately four to five (4-5) titanium matrixrib locking screws were explanted on (B)(6) 2017 and twenty (20) titanium matrixrib locking screws were explanted on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, initially implanted with a matrixrib fixation system two years ago, went on to develop osteomyelitis; an infection of the bone. Subsequently a removal of hardware, as the patient was fully healed, was scheduled for (B)(6) 2017. On (B)(6) 2017, approximately four to five (4-5) titanium matrixrib locking screws and one (1) titanium matrixrib pre-countered plate was successfully removed. A second surgery was performed on (B)(6) 2017 to remove the remaining hardware of twenty (20) titanium matrixrib locking screws and five (5) titanium matrixrib pre-countered plates. All explanted implants were removed intact during both surgical procedures. This report addresses the event of hardware removal due to osteomyelitis. The intraoperative device malfunction of the matrix rib screwdriver on (B)(6) 2017 has been captured under linked complaint (B)(4). This report is for approximately twenty-four to twenty-five (24-25) unknown ti matrixrib locking screws. This is report 2 of 2 for complaint (B)(4).